Manufacturer narrative:
D2b.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm 05, and a cartridge alarm 06 occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose level ranged from 96-108 mg/dl.